Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose after a kidney tumor embolization interventional procedure via a small-bore artery (= 8f) sheath. Reportedly, after the procedure it was noted that there was low flow of the right lower limb which was verified on ultrasound, which was deemed as a clinically significant delay. A new puncture was performed on the left femoral, positioning the 5f introducer, to catheterize the right femoral artery and take images of the right puncture site. Uneventfully, clean puncture site without presence of stenosis was noted. Then manual compression on the left femoral artery was done to achieve hemostasis and close, where it was just a puncture to perform arteriography of the right puncture site. The slow flow of the right lower limb continued to be monitored. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The adverse event was related to the case conditions and cannot be replicated in a lab environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed an indication of a lot specific issue. Based on the case information, there is no conclusive cause for the reported difficulty, ischemia, and treatment and the relationship to the product, if any that can be determined. There is therefore, no indication of a product quality issue with respect to manufacture, design or labeling. Additional information: d4 - model # added corrections: d1 - brand name updated d2a - common device name updated d3 - name updated d3 - address, city, postal code updated